Event description:
Caller reported an issue with the pump time being incorrect. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised them to monitor the situation, suggesting a follow-up if the time discrepancy exceeded five minutes again. The caller understood and acknowledged the instructions.